Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant folding. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with a 235cc mentor memorygel breast implant and experienced a folded implant on the left side post-operatively, which was confirmed by a physician via MRI. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
On march 41, 2021, mentor became aware of the following erroneously omitted information in the previously submitted report: the patient experienced capsular contracture, baker grade unknown on the left side post-operatively. Relevant fields have been updated. This report is for the left side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 14, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 235cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware the patient underwent explantation on (B)(6) 2021 . On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).